Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, surgeon was advancing the lens, he noticed the lens was in an awkward position as he advanced it. He decided not to implant it because of odd position in the injector. There was no patient contact. The procedure was completed on same day. Additional information was received by stating, there was no patient harm.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. It is stated in the file that in the surgeon's opinion the product did not cause or contribute to the event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol (intraocular lens) did not cause the event. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).